Event description:
The customer contacted baxter's technical service center (tsc) regarding a low drain volume alarm (lvd) which occurred on the homechoice (hc) during use. The drain volume equaled 20ml. The baxter technical service representative (tsr) had the home patient (hp) pull up/down on lines near door, close/open transfer set, remove tape from exit site, slide patient line clamp down line, check lines for kinks, fibrin, and air. The hp stated that there was air in patient line. The tsr advised the hp that they would need to start over with new supplies. The hp stated he was going to shut the hc down and not do therapy that night. The tsr advised hp would need to call peritoneal dialysis registered nurse (pdrn) and inform of any missed therapy. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding air in the line during a low drain volume alarm. The hp reported that the air issue was resolved, but he did not know the cause of the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.